Manufacturer narrative:
Other applicable components are: product ID (B)(4) lot# 0209256095 serial# implanted: (B)(6)2015 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the onset of the event was (B)(6) 2015. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that there was a return of incontinence on (B)(6) 2015. No diagnostics/troubleshooting performed. Reprogramming was performed on (B)(6) 2015 and the event resolved. Medical history included idiopathic functional urinary incontinence since 2008. The event was assessed as not serious, not related to the procedure, and related to the stimulation.